Manufacturer narrative:
Failure event observed during analysis. A partial lead measuring 54.3 cm from the distal tip was returned for analysis. Internal insulation abrasion was noted at 7.4-9.0cm, 11.4-12.4cm, 13.5-14.6cm, and 28.4-29.8cm from the distal tip. The etfe cable coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.0-13.0cm from the distal tip. The sensing cable etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.